Manufacturer narrative:
(B)(4)

Event description:
It was reported " helium loss alarms after placement". The iab catheter was removed and replaced. No additional information is available from the customer surrounding this event.

Event description:
It was reported " helium loss alarms after placement". The iab catheter was removed and replaced. No additional information is available from the customer surrounding this event.

Manufacturer narrative:
(B)(4). The reported complaint for "helium loss alarms after placement" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c omplaint will be monitored for any developing trends.